Event description:
It was reported that the radiofrequency programmer head did not connect properly with implantable heart devices. Changing out the programmer head did not resolve the situation. It was further requested that the session sync program be removed from the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer would not interrogate and it was attributed to the radiofrequency head connector on the link electronic module (lem) board being loose and therefore the lem board was replaced and calibrated. Analysis also found that the tab on the power cord bay door was broken and that the system fan was noisy, both were replaced to resolve. Concomitant medical products: product ID 229047 software analyzer. (B)(4).